Manufacturer narrative:
It was reported the screw broke during surgery. The device was not received for evaluation. The event occurred in 2019; however, osteomed did not become aware of this event until (B)(6) 2023. No additional units of the part number/lot number in question remained in inventory for review. A two-year review of the complaint database for the part number 211-20xx-ch part family was performed and revealed two (2) complaints for the issue of "screw broke" ( one of which is the complaint in this report). As stated in the risk documentation and instructions for use (IFU), potential root causes of the reported event could be improper design, very dense bone, not inserting using a taperlock screwdriver, not inserting the screw into the bone at a 90° angle, and not pilot drilling for high density bone, wrong/undersized pilot hole, wrong screw size/length chosen for the application. However, as the device was not received for evaluation, based on the information received, the root cause could not be determined.

Event description:
An "adverse event report" was received from the health authority in china. Per the adverse event report, " on (B)(6), 2019, the patient began using the craniofacial plate fixation system at 18:29 for multiple intracranial hematoma removal, meningocele repair, skull repair, and intracranial arteriovenous malformation resection. During the surgery, the doctor uses a screwdriver to fix titanium nails and plates to the skull; at around 21:35, it was found that the titanium nail was broken. Immediately, a grinding drill was used to grind out a surrounding pit on the nearby bone and two broken nails were removed before continuing the surgery; the surgery ended at 22:15 and the patient had no adverse reactions." The event was reported to have occurred in (B)(6) 2019 but had not been reported to osteomed. Tthe screw nvolved in the incident was not provided for our investigation. No adverse patient consequences were reported.